Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. D9. Date returned to mfg: 4-nov-2024. H6. Investigation codes: updated. Investigation summary: the initial customer report indicates an issue with continuous alarm. The alarm was replicated by 46011 mp_needs_update_unex pectedly, and the software was updated. Additionally, the motor is changed because it exceeds 6,000,000 revolutions. The performance verification test was performed. All tests passed within specifications. Probable cause: software issues. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had failure "error 46011". There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.